Event description:
It was reported that a flogard infusion pump experienced the f-68 alarm. It was not specified when in the process this occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log did not identify any occurrences of the f-68 alarm. Therefore the customer reported problem was not confirmed. If any additional relevant information is received, a supplemental report will be submitted.